Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician inadvertently kinked the cat6 upon insertion through the introducer sheath into the non-penumbra sheath; therefore the cat6 was removed. The procedure was then completed using a new cat6. There was no report of an adverse effect to the patient.